Event description:
Consumer complaint of blood result reading of "hi". Assisted the customer with a back to back blood test, 482mg/dl and 508mg/dl (which were 2 hours after eating). Reviewed the last 5 blood results in the meter memory: the customer states that he is storing the strips in the bathroom. The customer states that since he started taking the new pill he has noticed a change in the way he feels as well as a difference in his blood results. The customer states he has symptoms of dry mouth and tired eyes at times, but at the time of the call he stated that he was feeling fine and does not require any medical attention. Customer wasn't sure what his expected results should be. No adverse event reported.

Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defect found. Most likely underlying root cause of malfunction noted in the complaint: strip issue, user has a high glucose value. MFR acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (11/19/2014).